Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary customer returned one used 32g x 4mm bd pen needle without a cover or tear drop label attached. Consumer reported rear cannula end is broken + gets stuck. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken, however, no evidence of manufacturing defects was observed on either the npe cannula attached to the hub, nor the piece of the npe cannula that had broken off. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the cannula break is user error when attaching the pen needle to a pen injector. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: unknown batch no.: unknown. It was reported that the unspecified bd¿ pen needle the rear cannula end is broken and it gets stuck. The following information was provided by the initial reporter: rear cannula end is broken + gets stuck.